Manufacturer narrative:
The insulin pump was received with esc button not responding due to corroded keypadtraces. No button error alarm. Unable to perform displacement test,basic occlusion, occlusion, prime test and excessive no delivery due to button not responding. No low alert alarm. Pump received with scratched lcd window. Device received cracked case display window corner .the device was received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 65 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.